Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0fntj, implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had experienced a loss or change of therapy. Neurostimulator device had not ever helped him. He had gone back for several reprogramming sessions. The doctor said the lead might not be on the right point. Botox had not worked either. During the trial it indicated the device would work. He had turned off the device. He was reluctant to have another surgery. Every time they go up the urethra was causing the patient to become more incontinent. Event date was (B)(6) 2014. Additional information later reported by the healthcare provider reports actions/interventions taken to resolve the patient's lack of therapeutic effect and the lead not being on the right point was offered patient attempted surgical revision of lead in operation room. He refused. Also discussed botox with the patient.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0fntj, implanted: (B)(6)2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had experienced a loss or change of therapy. The patient stated he had his implantable neurostimulator (ins) removed in (B)(6) 2017. The patient stated therapy never worked for him since implant on (B)(6) 2014. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.